Event description:
Customer reported feeling dizzy, shaky, and nauseous with blood glucose result of 168 mg/dl obtained on the aviva system (customer states the reported symptoms are typical of high and low blood glucose symptoms). Customer reportedly had a seizure; her spouse treated her with cheese and unknown drink and customer's reported symptoms improved. Requested return of suspect device and replacement was sent.